Manufacturer narrative:
The field service engineer (fse) replaced the transducer assembly and resolved the issue. The fse verified pipette settings were correct and system checks passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, faulty transducer assembly is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2013-00870.

Event description:
The customer initially reported discrepant alpha-fetoprotein (afp) and beta human chorionic gonadotrophin (bhcg) results, for two patients, involving the access 2 immunoassay system. There were no erroneous bhcg result reports supplied by the customer and no erroneous or imprecise bhcg results observed in the supplied archive data. This report is one of two referencing the patient on the event date noted. An initial afp result of 42.95 ng/ml was obtained. Subsequent analysis of the sample in duplicate, on the same instrument, produced results of 52.86 ng/ml and 43.22 ng/ml. The customer stated no discrepant results were released from the laboratory. There was no patient consequence or change in patient treatment associated with this event. The patients¿ samples were centrifuged at 3,000 rpm (rotations per minute) for two minutes. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.